Event description:
It was reported onsite inspection result found check that the machine showing scope error (e226).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. B5: correction, inadvertently left out from initial submission. Corrected fields: b5, h6. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defect in the optical fiber (txrx module) transmitter and receiver based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had 3-dimension processor is not working. The issue was found during service and maintenance. There were no reports of patient involvement.